Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Block h11: correction - block b5 (describe event or problem) has been corrected. Additional information to the fields b3 (date of event), b5 (describe event or problem), b7 (other relevant history), and h6 (patient codes, impact codes). Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e2006, e2015, e1020, e1032, and e1002 capture the reportable events of mesh erosion and vaginal atrophy, nausea, vomiting, and abdominal pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Impact codes f1903 and f2303 capture the reportable events of mesh removal and medications. Block h10: the complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6), 2016. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. *additional information received on february 11, 2022: on (B)(6), 2019, the patient experienced vaginal atrophy. Exposed tvt mesh was noted on the right suburethra. The patient was prescribed estrace cream to use every other day. The patient was advised she may need a surgical procedure to address the mesh exposure. On (B)(6), 2019, the patient's mesh exposure had not resolved after treatment with estrace cream for three months. The patient was then referred to a different physician. Additional information received on march 23, 2022: on (B)(6) 2019, patient presented to the clinic for follow up. The patient reported upper abdominal pain, nausea, bloating, and vomiting for a week. The reported symptoms started in late october, after she had her bladder sling removed. Food makes her symptoms worse. She had been seen at the ER one week previously where a CT scan and blood work were performed, but she was not given an explanation for the symptoms. The patient has crohn's disease diagnosed in 2008 and gastroesophageal reflux disease (gerd). Her last colonoscopy was in 2017 (quiescent inflammatory bowel disease), and her last esophagogastroduodenoscopy was in 2014 (showed abnormal mucosa consistent with gastritis). Exam revealed epigastric tenderness. She felt that phenergan helped alleviate the nausea. She was also given dicyclomine for abdominal pain. The impression included: 1. Nausea and vomiting 2. Abdominal pain 3. Epigastric, abdominal bloating 4. Crohn's disease (colon) 5. Gastroesophageal reflux disease (gerd) 6. Immunosuppression. The physician noted that the patient's symptoms seemed different than what she experienced with crohn's flares in the past. The plan was to get the ER records including CT scan and labs, check lab work, and plan for an egd. Phenergan rx given.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. Additional information received on february 11, 2022: on (B)(6) 2019, the patient experienced vaginal atrophy. Exposed tvt mesh was noted on the right suburethra. The patient was prescribed estrace cream to use every other day. The patient was advised she may need a surgical procedure to address the mesh exposure. On (B)(6) 2019, the patient's mesh exposure had not resolved after treatment with estrace cream for three months. The patient was then referred to a different physician.

Manufacturer narrative:
Additional information: blocks a2, b2, b3, b5, b7, h6: patient codes, h6: impact codes. Correction to block e1: initial reporter city. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e2006 and e2015 capture the reportable events of mesh erosion and vaginal atrophy. Block h10: the complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. *additional information received on february 11, 2022: on (B)(6) 2019, the patient experienced vaginal atrophy. Exposed tvt mesh was noted on the right suburethra. The patient was prescribed estrace cream to use every other day. The patient was advised she may need a surgical procedure to address the mesh exposure. On (B)(6) 2019, the patient's mesh exposure had not resolved after treatment with estrace cream for three months. The patient was then referred to a different physician. Additional information received on march 23, 2022: on (B)(6) 2019, patient presented to the clinic for follow up. The patient reported abdominal pain, nausea and vomiting for a week. The reported symptoms started in late october, after she had her bladder sling removed. Food makes her symptoms worse. Phenergan given and helps alleviate with the nausea. She was also given dicyclomine for abdominal pain. The impression included: 1. Nausea and vomiting. 2. Abdominal pain. 3. Epigastric, abdominal bloating. 4. Chron's disease (colon). 5. Gastroesophageal reflux disease (gerd). 6. Immunosuppression. The patient counseled on the risks and benefits of egd (esophagogastroduodenoscopy) including reactions to medications, perforation resulting in blood transfusion, further surgery, or even death. The patient opted to proceed with the procedures.

Manufacturer narrative:
Additional information to the fields b3 (date of event), b5 (describe event or problem), b7 (other relevant history), and h6 (patient codes, impact codes). Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e2006, e2015, e1020, e1032, and e1002 capture the reportable events of mesh erosion and vaginal atrophy, nausea, vomiting, and abdominal pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Impact codes f1903 and f2303 capture the reportable events of mesh removal and medications. Block h10: the complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.